Manufacturer narrative:
The investigation determined that discordant, non-reactive vitros anti-sars-cov-2 total (cov2tot) results were obtained from a single patient sample when processed using vitros cov2tot reagent lot 0015 on a vitros 5600 integrated system. A definitive assignable cause for the discordant, non-reactive cov2tot results could not be determined with the information provided. Based on historical quality control (qc) results a vitros cov2tot reagent performance issue is not a likely contributor to the event as all vitros qc fluid results were within the correct IFU interpretation region. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0015. There is also no indication of any instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer. In addition, it was not possible to establish if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive assignable cause was not determined.

Event description:
A customer obtained discordant, non-reactive vitros anti-sars-cov-2 total (cov2tot) results from a single patient sample when processed using vitros cov2tot reagent lot 0015 on a vitros 5600 integrated system. The vitros cov2tot results were considered discordant as a reactive result was obtained for the same sample using a non-vitros abbott igg method. Patient 1 results of 0.07 and 0.09 s/c (non-reactive) versus the expected result of reactive. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The vitros cov2tot results were not reported from the laboratory to a physician and were not used to aid in diagnosis of sars-cov-2 infection but was generated during validation or method comparison testing. Patient management was not influenced based on the vitros results and there was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).